Event description:
Caller states that he tested with 5 minutes on the same device and obtained the following results: 469 mg/dl, 282 mg/dl, and hi. The paramedics were called and tested customer at 161 mg/dl approx 30 minutes later. No treatment received. He reports being transported to the hosp where he tested at 64 mg/dl on the hosp device approx 7 hrs after the original back to back tests. He states that the strip vial cap did not appear to close as tightly as his new vial of strips. No quality controls were used. Requested return of suspect device and replacement was sent.